Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that the patient's infusion set would sometimes fall off which lowered the supply. No further information available.